Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The endoprothesis was deployed as planned. Intra-procedure angiography showed a proximal type I endoleak and a distal type I endoleak in the right leg. An aortic extender endoprosthesis was additionally implanted to repair the proximal type I endoleak. However, at that time, some part (reportedly, 60 per cent) of the left renal artery was unintentionally covered by the endoprosthesis. A contralateral leg endoprosthesis was additionally implanted to repair the distal type I endoleak in the right leg. Final angiography showed that the proximal type I endoleak remained. The procedure was concluded, and the patient tolerated the procedure. The patient had also a thoracic aortic aneurysm and another endovascular procedure was going to be performed next week, so the physician considered to perform additional procedure at the same time if needed. On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic aneurysm as planned. After the procedure for the thoracic aortic aneurysm, abdominal angiography was performed. Although the proximal type I endoleak was no longer revealed, the physician implanted non-gore stent (palmaz) at the proximal end of the endoprosthesis just in case. Also, the physician implanted non-gore stent (express) in the left renal artery which remained partially covered. The procedure was concluded, and the patient tolerated the procedure.